Event description:
It was reported patient underwent a revision procedure post implantation due to device fracture. No more information is available.

Manufacturer narrative:
(B)(4). Reporter had indicated that product will not be returned. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6: suggested component code: mechanical (g04) - femur. Reported event was confirmed by review of pictures provided. Visual evaluation of the device pictures shows one of the hinge as fractured. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. A definitive root unknown. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.